Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 24.8 mmol/l because he did not deliver insulin for a piece of cake. Customer treated the high blood glucose with a bolus delivery. The reservoir will not be returned for analysis.